Manufacturer narrative:
The investigation results for this complaint are: nothing unusual to report was found during DHR review (batch #1467191). No product was returned, no analysis can be made. For information, dental files we manufacture are active instruments which generally have a sharp tip, and sharp cutting edges. Consequently, these instruments must be handled with care and only by qualified people. Moreover, if pre-bending of the hand use files is not contraindicated, we recommend the use of a dedicated root canal instrument bending device such as flexobend (a0096) to pre-curve the instruments without harming them and without danger for the practitioner. Root causes of the user injury are not formally known, but could be the consequence of possible inexperience or lack of knowledge of these products by the user, insufficient training, or misuse. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Additional information received that the dentist was fine now. This is a follow up report for this additional information.

Event description:
In this event it is reported that a k-file m-access 25mm 015 file punctured the gloved left thumb of the doctor which caused bleeding. The wound was rinsed with water for 30 seconds and disinfected with alcohol on cotton ball. Further information requested.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation results: nothing unusual to report was found during DHR review (batch #1467191). No product was returned, no analysis can be made. For information, dental files we manufacture are active instruments which generally have a sharp tip, and sharp cutting edges. Consequently, these instruments must be handled with care and only by qualified people. Moreover, if pre-bending of the hand use files is not contraindicated, we recommend the use of a dedicated root canal instrument bending device such as flexobend (a0096) to pre-curve the instruments without harming them and without danger for the practitioner. Root causes of the user injury are not formally known but could be the consequence of possible inexperience or lack of knowledge of these products by the user, insufficient training, or misuse. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.